Event description:
On (B)(6) 2011, pt reported e4 occlusion errors resulted in hospitalization. Pt was taken to the hospital by her husband on (B)(6) 2011 after blood glucose elevated to 400-500 mg/dl. She was treated with IV insulin and was released on approx (B)(6) 2011. Blood glucose was 100-120 mg/dl when she was discharged, and normal blood glucose is 140-150 mg/dl. Pt went home and blood glucose elevated again to approx 700 mg/dl. Pt was readmitted to the hospital (date unk) and remained in the hospital for about a week. Pt was given insulin injections to correct her blood glucose, and she remained on injection therapy. During the troubleshooting call, pt inserted a new insulin cartridge and infusion set in the infusion device and rec'd an e4 occlusion. She was unable to clear the e4 occlusion error after removing all accessories from the infusion device and changing the battery. The battery setting was programmed correctly. The infusion device was not dropped on a hard surface or exposed to moisture or insulin ingress. Pt switched to her backup infusion device. The infusion device and adapter were replaced and requested for evaluation. The cartridge and infusion set were also requested for evaluation.